Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2003 - patient underwent repair of large ventral hernia with two pieces of composix mesh secondary to closure of colocutaneous fistula and reconstruction of abdominal wall. Abdominal wall was dissected away from bowel creating one small enterotomy. On (B)(6) 2004 - office visit: patient is doing well, fair amount of fibrinopurulent drainage. No exposure of underlying mesh. On (B)(6) 2004 - office visit: patient is doing well, minimal drainage. Wound is granulating and some of the necrotic eschar was excised. On (B)(6) 2004 - office visit: no significant drainage, small amount of eschar and the fibropurulent matter was excised. Small area of exposed mesh. On (B)(6) 2004 - office visit: wound is healing well, fair amount of exposed mesh now granulating nicely around edges. On (B)(6) 2004 - patient underwent exploratory laparotomy. Abdominal wall was noted to be adherent to the "marlex" mesh. Fair amount of pus in the left lateral side of abdomen. Two pieces of composix mesh were excised.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has multiple comorbidities including alcohol induced hepatitis and a history of tobacco use. The patient also has a long standing history of abdominal surgeries including, colostomy, hartmans procedures, and perforated diverticulitis. The medical records are limited to an implant and explant with no product code or lot number, therefore a manufacturing review is not possible. Although there is no confirmation the mesh implant was a bard product or an infection was present at the time of explant, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The information provided also indicates the patient was treated for a fistula formation and adhesions, both of which are known adverse events listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn at this time. See MDR 1213643-2011-00482 for information related to the second composix mesh implanted on (B)(6) 2003.